Manufacturer narrative:
It was reported that the plunger of the syringe was difficult to push. The problem/issue was reportedly identified while administering propofol medication through an IV. No serious injury or adverse patient impact was reported at the time of the original report. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. Samples were returned for evaluation and visual inspection observed no manufacturing defects of the plunger seal, plunger, and barrel. Simulated injection was performed with no additional force needed to flush the syringe. Difficulty with pushing the plungers was identified, however, when the tubing being flushed was kinked or obstructed. The reported problem/issue was not confirmed during normal use. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the plunger of the syringe was difficult to push.